Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the bottom of the cassette door of their cycler and from the open connections of the cassette lines with no bags connected to them during drain 3 of 4 of treatment. The patient reported receiving a drain complication alarm and draining slowly messages during drain 3 of 4 of treatment and prior to the leak. The patient stated after cancelling treatment there were no leaks from the cassette into the door and fluid was not discovered in the pump module area or the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient stated they would perform a manual drain. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient observed fluid leaking from the unused cassette lines and stated the patient had reportedly clamped off the lines prior to treatment. Per pdrn it was unknown where the fluid leak occurred and stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event; however the pdrn stated that per the clinic¿s procedure the patient was prescribed the prophylactic antibiotic ciprofloxacin (250mg, oral, three times/day for three days). The cycler set used for this treatment was discarded and no longer available to return for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the bottom of the cassette door of their cycler and from the open connections of the cassette lines with no bags connected to them during drain 3 of 4 of treatment. The patient reported receiving a drain complication alarm and draining slowly messages during drain 3 of 4 of treatment and prior to the leak. The patient stated after cancelling treatment there were no leaks from the cassette into the door and fluid was not discovered in the pump module area or the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient stated they would perform a manual drain. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient observed fluid leaking from the unused cassette lines and stated the patient had reportedly clamped off the lines prior to treatment. Per pdrn it was unknown where the fluid leak occurred and stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event; however the pdrn stated that per the clinic¿s procedure the patient was prescribed the prophylactic antibiotic ciprofloxacin (250mg, oral, three times/day for three days). The cycler set used for this treatment was discarded and no longer available to return for physical evaluation.